Manufacturer narrative:
The 16f esheath was returned for examination. A visual examination found that the sheath distal tip was opened along the axial score line, the distal tip was split, multiple scratches were observed on the hdpe, the liner lifted 4cm from the tip, kink in the hdpe and the strain relief material wrinkled near the com-nut. Due to the nature of the complaint event, functional and dimensional testing was unable to be performed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: esheath IFU, device training manual and procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip split was confirmed through evaluation of the returned device and imagery. However, no manufacturing non-conformances were identified during the evaluation of the complaint device. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, "it was a case of a 29 mm sapien 3 valve, in aortic position, by transfemoral approach. During the procedure, the esheath was inserted but was not possible to push further the bifurcation due to a kink in the iliac. No tortuosity at left iliac (access route). Calcification at iliac but adequate size to allow 16f esheath. On fluoroscopy, the distal tip of the esheath was split. Therefore, the esheath was swapped out for a new esheath." Per evaluation of the returned device, scratches along the sheath shaft and the lifting of the liner on the distal end of the shaft were noted. Also, the distal tip is split. Per IFU/training manual "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification". A kink in the iliac can subject the sheath to sub-optimal angles for sheath insertion leading to resistance or difficulty during insertion. Calcification can create a restricted/constrained effect on the sheath, increasing resistance/friction during insertion. Furthermore, if excessive device manipulation was used to overcome resistance during insertion once the distal tip encountered the calcium, then it is possible for the sheath distal tip to split and prematurely open. In this case, available information suggests that the patient (calcification, tortuosity) and procedural factors (excessive manipulation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 29 mm sapien 3 valve vial transfemoral approach, the esheath was inserted but was not possible to push due to a kink in the iliac. On fluoroscopy, the distal tip of the esheath was "split". Therefore, the esheath was swapped out for a new esheath. The patient outcome was ok, no adverse effects to the patient.